Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8591-38, lot# d12887, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Event description:
It was reported that patient experienced some palpitations and excruciating burning foot pain after implant. The pump was checked and it looked fine. The pain was managed by giving the patient a bolus from the pump and ketamine was administered. The patient was admitted to the hospital for overnight observation. The next day the patient was sent home. ¿it was getting better, but it was still painful.¿ the drug in the pump was infumorph.